Event description:
It was reported that the patient was unable to adjust stimulation and the highest level only goes to a 3 and it used to go to 10 or 11. It was also reported that it seems random when she moved or changed positions she would get a sharp shock that would go down on her hip to the device. The patient and manufacturer representative thought the wire was loss and did some troubleshooting at the doctor's office for the past few months. The doctor was able to check it a month and a half ago via x-ray and did not see any loose wires. The doctor wanted the patient to continue troubleshooting with the representative, but the patient had not seen the representative in a while. The patient had an appointment today with the doctor. Subsequent information received reported that the patient was see at the doctor's office and was doing well. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient (B)(4).